Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) power cord would no retract. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in event site name: (B)(6). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the ac power cord reel was broken. The fse connected the new power cord. The iabp unit was cleared for clinical use and released to the customer. Full event site name: (B)(6).

Event description:
N/a.